Manufacturer narrative:
Submit date: 03/22/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Submit date: 03/22/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Submit date: 03/22/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Submit date: 03/22/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Submit date: 03/22/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Submit date: 03/22/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Submit date: 03/22/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Submit date: 03/22/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 03/18/2011 that a customer had an issue with a hemodialysis catheter. The customer reports that after insertion of line (right ij) over the guidewire (venatrac), removal of the guidewire was not possible. The distal tip (j-tip) of the guidewire became lodged in the distal venatrac stiffener and it was not able to be pulled out. The proximal venatrac stiffener was removed leaving the guidewire in place. The distal stiffener was then removed and with it came 1 cm of the guidewire (j-tip). The remaining guidewire unraveled with further attempts to remove it and finally broke off. Ten cm (approx) of guidewire remained in the pt and this subsequently lodged in the proximal trunk of the r pulmonary artery. The pt required urgent removal of foreign body by an interventional radiologist. This was performed successfully through the right femoral vein.